Event description:
It was reported that the pump was overheating. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, so no troubleshooting was performed and no additional information was obtained regarding the outcome of the event.